Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation the pulse generator exhibited backup vvi mode. A device download was performed successfully. Patient was stable before and after the device download.